Manufacturer narrative:
Updated fields: b4, e1(initial reporter, event site telephone, event site email), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. From the inspection, it was found that "the pressure cable is broken, causing the blood pressure signal to not appear and there are worn parts". The safety disk and batteries are worn out and the 5000hr kit, 1 set of air pump maintenance kit and pressure cable needs to be replaced. The company will provide a spare part quotation later. Waiting for the customer order. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields: b5, b6, b7, d10, h6(component codes, health effect ¿ impact codes).

Event description:
It was reported that during regular inspection, the pressure signal of cs100 intra-aortic balloon pump (iabp) did not work and was deteriorated. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). Event site city- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the pressure signal of cs100 intra-aortic balloon pump (iabp) does not work and was deteriorated. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, component code), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. From the inspection, it was found that "the pressure cable is broken, causing the blood pressure signal to not appear and there are worn parts". The safety disk and batteries are worn out and the 5000hr kit, 1 set of air pump maintenance kit and pressure cable needs to be replaced. Fse replaced the safety disk (d997-00-0985-01), battery (d146-00-0039), kit 5000 hr pm (d040-00-0147) and pressure cable (lth00119). Replaced parts according to the purchase order: completed - check all systems of the iabp machine: normal - test the operation of the machine, it can be used normally.

Event description:
N/a.